Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: in the revision operation on (B)(6) -2013 due to a broken plate, the plate being used for the revision was broken during the general bending procedure. The operation was finished with a different plate; however, it was thinner, so the surgeon was worried it would be broken in the patient in the future. The plate and all fragments were retrieved. The procedure was delayed 30 minutes as a result of this event. This is report 2 of 2 for complaint (B)(4). This report is for an unknown plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA.